Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a 20 x 2.50mm promus premier select stent delivery system (sds) was returned for analysis. A visual examination of the stent found signs of stent damage. Stent struts from most proximal row lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink at 1.1cm distal from distal end of strain relief on the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During a percutaneous coronary intervention, a 20 x 2.50 promus premier select was used. The device was advanced into the patient and under x-ray it was observed that stent damage had occurred. The balloon was not dilated. The device was removed and the procedure was completed with another stent. There were no patient complications.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. During a percutaneous coronary intervention, a 20 x 2.50 promus premier select was used. The device was advanced into the patient and under x-ray it was observed that stent damage had occurred. The balloon was not dilated. The device was removed and the procedure was completed with another stent. There were no patient complications.